Event description:
It was reported that in 2007, the patient was being seen at the clinic by parent request for a second opinion on his program, since he has failed to make progress with the implant. The band assignment did not reflect the placement according to the surgical note. Therefore, it was recommended to reassign the bands accordingly. Testing revealed channels 1-5, 9 and 11 were all hi and channels 6-8 all had greater than readings. It was recommended that all hi channels be turned off and a map with the remaining 5 made. That patient did not have any complaints of pain. The next day, previous test results were obtained, all channels were status ok from initial stimulation in 2004, through to 2005. In 2006, 2, 3 and 4 were hi with several other channels reading greater than. In 2006, channels 2-5 were hi and all others greater than. This was the last visit before yesterday, when channels 1-5, 9 and 11 were hi and channels 6-8 all greater than. It was reported that the program changes recommended yesterday did improve the patient's perception with the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available , a device failure analysis will be submitted as a follow-up report.